Manufacturer narrative:
S/w version 4.11d . Retainer ring = clear. Customer returned pump for an alleged keypad unresponsive/button error alarm/pump error 68/frozen screen found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly. No unexpected pump error 68 alarm/stuck button error alarm or frozen display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck key alarm found in the history files or traces. However, (6) pump error 68 alarms were found in the history files or traces on 2021 started from 6: 00 pm to 6:17 pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing keypad overlay, minor scratched lcd window, missing display window cover, cracked reservoir tube lip, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Keypad unresponsive/button error alarm/pump error 68/frozen screen not confirmed. Cosmetic damage found on the pump case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were not able to clear the alarm and display was frozen and buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.